Event description:
Customer reported she went to the emergency room due to low blood glucose. Her blood glucose went as low as 37 mg/dl and went up to 67 mg/dl after drinking juice. Customer stated that the insulin pump was not delivering the right amount of insulin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.